Event description:
The device was used during an unspecified procedure. Reportedly, the needle broke in the jaw of the instrument. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
Analysis in co's lab found the needle hole was drilled off center. Making the needle weaker in that area. Appropriate measures have been taken to address this condition.